Event description:
It was reported that the patient has pain in right hip, a cat scan showed screws are loosen and coming out.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding shell loosening involving a 6.5 cancellous bone screw 35mm was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: review by a clinician indicates that there is no evidence to suggest that faulty design, manufacturing, or material of any stryker products are responsible for the clinical situation described in this patient¿s hips. Device history review: indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as patient history are needed to determine the root cause. Review of the provided medical records by a clinician did not indicate any defects in the reported device.

Event description:
It was reported that the patient has pain in right hip, a cat scan showed screws are loosen and coming out.